Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 600 mg/dl, 400 mg/dl, 500 mg/dl at time of incident. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not using auto mode feature. Customer treated for high blood glucose with syringes and 9 units bolus. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states they sees air bubbles near top went to air bubbles troubleshooting but customer declined troubleshooting. Customer states insulin pump said sensor not ready, auto mode turned off, calibration required. The devices will not be returned for analysis.